Manufacturer narrative:
(B)(4). Date sent: 11/21/2025. D4: batch #320d31. Corrected data: h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage and with a gst45b reload loaded on the device. The reload was received partially fired 1/10. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. The event described of would not open and non specific noise could not be confirmed as the device opened and closed without any difficulties noted. No abnormal noises were noted during functional testing. The event log was reviewed an event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 320d31, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/19/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that during a lobectomy procedure, when firing the stapler, it made a strange sound, unlike normal; and the jaw would not open. The device was removed and another was inserted. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 10/10/2025. D4: batch # unk. Additional information was requested, and the following was obtained: 1. What steps were taken to open the jaws? (Pull open the closing trigger, press home button, use bailout) unknown. 2. If the home button was pressed, did the knife fully return to its home position? Unknown. 3. If the jaws could not be opened, how was the device removed? Unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record was performed for the finished device ech45s lot number m9c79c and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.